Event description:
A technician reported a case of hyperopic regression and blurred vision, observed on a patient's left eye at five months, while managing patient for photo refractive keratectomy (prk) post operative dry eye issues. Reporter indicated the patient had been on a tapered topical steroid eye drop dosage; however, that was discontinued and currently uses over the counter tears. Patient noted dryness improving; however, left eye vision not as good as it should be. Upon follow up, reporter indicated the blurred vision was resolved, and hyperopic regression was currently stable.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).